Event description:
The manufacturer received information alleging a ventilator service required error code was found during preventative maintenance on a garbin evo device. The device was not in use on a patient at the time of the occurrence. The garbin evo device was evaluated at the third-party service center. During the evaluation it was noted that a system error code, pressure sensor mismatch (e-0384), was found on the device's error log. The third-party service technician evaluated and determined there was contamination on the machine flow sensor and one of the in-line proximal filters. In conclusion, the device's machine flow sensor and one of the in-line proximal filters were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the muffler assembly, particulate filter, and air inlet foam filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.